Event description:
During a catheterization in the left carotid artery of a male pt. The pt experienced a neurological event aphasia, dysarthria and other during the index procedure. The onset was sudden and recovery was full with no deficit. The geometry of the target lesion was eccentric and ulcerated it had mild calcification and tortuousity was mild by visual inspection. Additional information: the pt was treated in the study and experienced weakness on the right side and dysarthria after placement of the precise stent in the left carotid. At the end of the procedure, the pt had expressive aphasia, garbled speech, and no movement in the right hand. The pt was diagnosed with probable transient ischemic attack (tia) and was treated with magnesium. There was total resolution of deficit over an approximate one-hour period. The pt rec'd a percutaneous transluminal angioplasty (pta) to the distal left common carotid artery and ostial left internal carotid artery. The right common carotid artery is normal with 30% to 40% stenosis at the original. The left carotid artery has 70% distal stenosis in continuation with 80% ostial stenosis. The angioguard was advanced and deployed distally in the left internal carotid artery. The continuous lesion was pre-dilated from the distal left common carotid and ostial left internal carotid arteries. The precise stent was deployed in the distal common left iliac and ostial left internal carotid artery. Post-dilation was completed and the angioguard was removed. After the procedure, the distal left common carotid artery stenosis was reduced from 70% to 0% and the ostial left internal carotid artery stenosis was reduced from 80% to 20%.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00083 and 9616099-2007-1580.